Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged as the patient had a large chest. So great measure was being taken to mark the patient before the procedure to place the new lead. A new lead was replaced and implanted successfully. This lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.